Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys ft4 ii assay (ft4) and the elecsys tsh assay (tsh) on a cobas 8000 e 801 module (e801). The erroneous results were reported outside of the laboratory to a doctor, who did not believe the results were possible. The first sample initially resulted with a ft4 value of 35.4 pmol/l. The sample was repeated on (B)(6) 2018, resulting with a ft4 value of 17.6 pmol/l. A serum tube collected from the patient at the same time as the first sample was also repeated, resulting with a ft4 value of 15.3 pmol/l on (B)(6) 2018. The first sample initially resulted with a tsh value of 4.22 miu/l. The sample was repeated on (B)(6) 2018, resulting with a tsh value of 4.98 miu/l. A serum tube collected from the patient at the same time as the first sample was also repeated, resulting with a tsh value of 2.83 miu/l on (B)(6) 2018. The second sample, from a (B)(6) year old male patient, initially resulted with a ft4 value of 57.7 pmol/l on (B)(6) 2018. The sample was repeated on (B)(6) 2018, resulting with a ft4 value of 18.2 pmol/l. This sample initially resulted with a tsh value of 0.442 miu/l on (B)(6) 2018. The sample was repeated on (B)(6) 2018, resulting with a tsh value of 0.982 miu/l. No adverse events were alleged to have occurred with the patients. The ft4 reagent lot number was 303203. The reagent expiration date was asked for, but not provided. The tsh reagent lot number was 283556. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The customer has provided data for two additional patient samples with erroneous ft4 values. The erroneous values for these samples were reported outside of the laboratory to the doctor. The first additional sample (sample 3) initially resulted with a ft4 value of 35.3 pmol/l on (B)(6) 2018 . The sample was repeated on a different e801 analyzer, resulting as 24.4 pmol/l on (B)(6) 2018 . The sample was also repeated on the complained e801 analyzer, resulting as 23.8 pmol/l on (B)(6) 2018 . The second additional sample (sample 4) initially resulted with a ft4 value of 37.5 pmol/l on (B)(6) 2018 . The sample was repeated on a different e801 analyzer, resulting as 25.8 pmol/l on (B)(6) 2018 . No adverse events were alleged to have occurred with these patients. The last tsh calibration was performed on (B)(6) 2018. Calibration for the same tsh reagent lot is recommended every 12 weeks. For multiple ft4 calibrations performed between (B)(6) 2018 and (B)(6) 2018 , variable signal counts were observed. Quality controls for tsh were ok. A high variation could be observed with ft4 control data and is most likely related to incorrect calibration events. High out of range ft4 control results occurred for both levels of control on (B)(6) 2018. Based on the provided information, a general reagent issue could most likely be excluded.

Manufacturer narrative:
The customer stated that quality controls for other assays seemed a little bit more unstable than on other analyzer modules, but these controls were still within the acceptable range. The field service engineer flushed a system reagent flow path, exchanged pinch tubing, and adjusted the sampling assembly.

Manufacturer narrative:
The customer did not perform tsh calibrations at the frequency recommended in product labeling. The field service engineer ran controls for almost all parameters after the service actions were performed. The results were satisfactory and the instrument is working fine. Investigations have determined the root cause to be related to the pinch tubing and contamination of the system reagent flow path. Component code - device subassembly = system reagent flow path.